Event description:
Began to have extreme fatigue, brain fog, weird rash on my chest and arms, blurred vision, weight gain, joint pain, and hair loss. I will not take pain meds because I don[t want to become dependent.